Event description:
On (B)(6) 2010, pt reported that on (B)(6) 2010, while she was changing her insulin cartridge, she started going through each of the steps, got to the prime, pressed the check key and then the infusion device began pumping the insulin through the infusion tubing. Pt stated, the infusion device had completed the priming process and gotten to the stop screen. Pt reported then the infusion device motor noise continued and the device continued to prime insulin out of the infusion tubing. Pt stated, she watched the end of the infusion tubing and the insulin continued to flow while the infusion device screen stayed in the stop screen. Pt stated, she had not press any keys to stop or re-start the prime. Advised pt to switch to her backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.